Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml baclofen at 471.13 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient had increased abdominal spasms and felt like the pump was failing. It was considered a sudden change in therapy/symptoms. The event date was noted to be (B)(6) 2017.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on (B)(6) 2017 reported when asked to clarify the pump issue, it was noted possible intermittent catheter obstruction. Troubleshooting performed included interrogation-bolus. Actions/interventions taken to resolve the pump issue included a bolus given. The cause of the pumpissues was unknown. When asked if pump issue had been resolved it was noted resolution of spasticity.